Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of the sponge detachment.

Event description:
It was reported to boston scientific corporation that an autocap rx was used in pancreas during an endoscopic retrograde cholangiopancreatography (ercp) on (B)(6) 2024, for the treatment of pancreatic duct stones. During the procedure, a jagtome revolution was first advanced through the autocap into the pancreatic duct through a plastic stent. The wire was left behind and jagtome was removed out of the scope. A captivator ll round snare was advanced over the wire and passed through the autocap, down the working channel and out into the duodenum. When opening the snare to remove the plastic stent from the pancreatic duct, the sponge was noted around the wire of the snare. Reportedly, it was identified that the sponge attached to the snare wire came from the autocap upon disassembling. The procedure was completed using another of the same device and another scope. There was no patient complication as a result of this event.